Manufacturer narrative:
Concomitant medical products: 900sfc232 heart band, implanted: (B)(6) 2019; 800sr30 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. The ra lead remains in use. No patient complications have been reported as a result of this event.